Manufacturer narrative:
Block b3: exact date unknown, event occurred september of 2023.

Event description:
It was reported that the patient experienced discomfort due to the anchor migrating and poking out towards the surface of the skin. The patient underwent a revision procedure wherein the anchor was buried deeper into the patients body. The patient was doing well postoperatively and the device remains implanted.